Event description:
It was reported the brakes were inoperable on the stretcher.

Manufacturer narrative:
The service tech reported that the side-control shaft support for the brake required replacement.